Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms as well as high thresholds. Oversensing of noise was also observed on the rv channel causing the delivery of inappropriate therapy. The physician suspected there was an insulation issue involving the rv lead. Surgical intervention was performed and the lead was tested through a pacing system analyzer which confirmed the low impedances and high thresholds. The rv lead was abandoned and replaced. No additional adverse patient effects were reported.